Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention or surgical intervention performed including medication name and results. The event stated ¿there was seepage and pus on the skin that opened the surgical incision¿. Did the patient experience a wound dehiscence? Did the surgeon open the surgical incision? If yes, was there any medical or surgical intervention required for the wound dehiscence? Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an appendectomy on (B)(6)2023 and suture was used. The patient had been admitted due to abdominal pain and was diagnosed with acute suppurative appendicitis on the 9th day of admission. Strict aseptic procedures were performed before and during the surgery. Post-op, the patient experienced wound secretion. On the 4th day after the surgery, during the ward check, it was found that the patient's surgical incision was red and swollen, and there was seepage and pus on the skin that opened the surgical incision. The doctor partially removed the suture and washed the surgical opening with hydrogen peroxide for sterile dressing change and drainage. On the 8th day after the surgery, it was found that there was no redness or swelling at the surgical opening, and there was a decrease in seepage, there was no discharge, and the surgical site healed well after continuous sterile dressing change for 7 days. Additional information was requested.